Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for investigation. The engineering investigation was able to confirm the system error 105 through the history log but could not reproduce it through testing. Unit was tested for 166+ hours without a recurrence of an ec 105. Physical inspection of the motor found that the reported symptom was caused by a failed outer motor bearing. The motor has been replaced.